Event description:
During follow-up, undersensing was observed on the device. The event was resolved by explanting and replacing the device due to normal battery depletion. The patient was in stable condition.

Manufacturer narrative:
The reported event of under sensing and output anomalies was not confirmed. The device was in backup mode when received. Device output was not available, consistent with low battery voltage condition. Longevity calculation indicated the device was implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, and its voltage level is sensitive to variations such as temperature, rate responsive and prolong telemetry interrogation. These conditions can result in fluctuation of battery voltage level, resulting in backup mode and the reported event. The device was cut open and connected to external power source for further testing. Electrical and mechanical tests performed indicated normal device characteristic. The device was implanted for 17.75 years which exceeds its projected longevity and is consistent with normal battery depletion.